Manufacturer narrative:
Correction to field h5.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the insertion device ejected the infusion set unintentionally. The cannula fired into the side of the patient's stomach, but no injury was reported.